Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer would continue to use the existing cartridge for insulin therapy.